Manufacturer narrative:
The reported events were helix mechanism issue and unable to implant. A complete lead was returned in one piece. The reported event of helix mechanism issue was not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Visual examination of the lead found the helix was retracted with no signs/traces of blood/tissue. After applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead's helix could not be retracted. As a result, the lead was not used and a new lead was implanted. The patient condition was stable.